Event description:
It was reported that while drawing 20% hsa with bd plastipak¿ concentric luer lock syringe foreign matter was discovered in syringe. The following information was provided by the initial reporter: on (B)(6) 2023, operators visually observed one large stationary particle within the 50ml syringe when up taking 20% hsa.

Manufacturer narrative:
H6: investigation summary no photos or physical samples were provided to our quality team for investigation. An analysis report provided by the customer was reviewed and found the particle consisted of silicone. Lubricant is used in the manufacturing process to help with the performance of the syringe. A device history review was performed for the reported lot 2206022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of the same lot were used for additional information. All products were visually inspected, no foreign matter was observed within any of the devices. While we cannot identify the specific origin of the particle, it is likely the particle generated during the assembly process.

Event description:
It was reported that while drawing 20% hsa with bd plastipak¿ concentric luer lock syringe foreign matter was discovered in syringe. The following information was provided by the initial reporter: on (B)(6) 2023, operators visually observed one large stationary particle within the 50ml syringe when up taking 20% hsa.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.